Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device displayed an "error 7" message. The product was returned and investigated for the error message, however during investigation burn marks internal to the reader were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated. A visual inspection has been performed on the reader, usb/charging cable, and adaptor and no damages were observed. No opens or shorts were observed and the usb/charging cable passed testing. A load tester was used to test the returned power adaptor. The current was set, and the voltage was within specification. The returned power adaptor passed testing. The reader was further de-cased and a visual inspection was performed. Burn marks were observed on the printed circuit board assembly (pcba). The reader was sent for further investigation where a visual inspection was performed using a microscope on the returned reader and the reader printed circuit board assembly (pcba). Liquid contamination and burn damage were observed around the u13 integrated circuit (ic) component. Through visual inspection, it was concluded that a foreign substance seeped into the usb port opening of the reader casing and affected the components on the reader pcba. The returned usb/charging cable and power adaptor were also visually inspected, and no abnormalities were observed. Functional testing was performed on the reader, and the returned battery measured within specification. The reader turned on and functioned normally with the returned battery. An internal self-test was performed and observed the test passed with no error messages or other abnormalities being observed. The returned reader was monitored under a thermal camera where no anomalies were observed. The burn marks were caused due to the liquid contamination from user use. Liquid contamination can cause electrical components to short and burn out. Therefore, this issue is not confirmed due use related to the liquid contamination observed on the pcba and on the components as well as functional testing resulting in no abnormalities. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter were reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device displayed an "error 7" message. The product was returned and investigated for the error message, however during investigation burn marks internal to the reader were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.